Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was report that patient underwent a knee revision surgery, with exchange of tibial baseplate and tibial insert due to loosening of the baseplate. Femoral implant was solid and left in situ.